Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the final bag was filling up during the last drain while using an amia automated pd cycler. The patient was connected. The patient stated they ended treatment and went to last drain. The patient stated that they did drain, but the final bag filled up. It is theoretically possible that peritoneal dialysis effluent was draining into the other solution bags. There is evidence which reasonably suggests that the device and/or disposables have potentially malfunctioned. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.